Manufacturer narrative:
The technician isolated the issue to the power cord. He replaced the power cord to repair the bed.

Event description:
Information received indicates the technician found the grounding was open during a safety analysis.